Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer state that she did have symptoms of dry mouth and excessive thirst but declined needing medical attention. The customer's expected blood results are 300-350mg/dl fasting. Verified the strips expired 1/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 516mg/dl. Reviewed meter memory: 1:hi (B)(6) 2015 07:50:00 am fasting:yes 2:hi (B)(6) 2015 07:55:00 am fasting:yes 3:500mg/dl (B)(6) 2015 08:00:00 am fasting:yes 4:516mg/dl (B)(6) 2015 08:05:00 am fasting:yes 5:undisclosed. Memory concerns:hi. Customer admitted that she has been having trouble controlling her levels and provided history from a call for hi complaint last month in ran#(B)(4). Customer explained that have not yet discuss the challenge of her glucose levels with her physician since that call on (B)(6) 2015.